Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On (B) (6) 2009, initial surgery was done with versa nail ten for the fracture of femur. After the surgery, it was found that the nail was broken near proximal screw hole and refracture occurred. The doctor thinks that the delayed union would be the cause of the breakage.